Event description:
During peripheral case of a lower extremity angioplasty, a cook incorporated flexor (model #: g11638) introduced raabe modification sheath broke in half and inner wire unraveled. Sheath and braiding removed successfully. Device given to cook medical sales representative at the time. Wires were withdrawn into the 55 raabe catheter, which was then pulled back over the aortic bifurcation. When we were doing this, the raabe sheath broke into 2 pieces. The proximal piece was then pulled out of the left groin and fluoroscopic images confirmed that the remainder of the raabe catheter was still stuck over the bifurcation of the aorta. Additional manipulation required to remove rest of wire and foreign bodies.